Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest and subsequently experienced another [cardiac arrest] two (2) days later and expired that same day. It was reported that the events occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.